Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion confirm was giving variable readings. Got a reading of 44 didn't feel that was accurate because she didn't have symptoms of low blood sugar. She immediately retested and got a reading of 280. She retested again about a minute later and got a reading of 256. She then tested on another meter system about 5 minutes later and got a reading of 241. Controls not used. Replacing product.